Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated field: b4, d9, e1 (event site name), g3, g6, h2, h3, h6, h11. Due to character limitation in e1 for event site name, the full event site name (B)(6). The device was returned to the factory for evaluation on 08/05/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed in the loading device with the seal visible in the loading device window. There were no visual defects observed in the photographs. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the blue safety lock on and the white plunger not depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no visual or physical difficulties observed. The seal remained in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000464463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported during the procedure, they encountered a loading issue with a hst iii system (3.8mm). There was a misload while loading the umbrella/seal. The seal remained stuck in the loading device and could not be used. There was a procedural delay. A new device was used to complete the procedure. There was no patient harm or injury reported. Photograph provided shows seal inside loading device window.